Manufacturer narrative:
H4: the device was manufactured may 21, 2022 - may 22, 2022. H10: two actual samples were received for evaluation. A visual inspection was performed using the unaided eye and no defects could be identified. Functional testing was performed using tap water to fill the containers and a leak was observed between the spike port tube and the spike port bonding area of both samples. The reported condition was verified. The cause could not be determined, however, a likely cause is inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This issue was identified in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.